Event description:
It was reported that the user experienced multiple overnight low glucose alerts after treating an initial low with candy, donuts, and orange juice, while also pausing the ilet during active periods and at night and not announcing meals, which led to fluctuating blood glucose including subsequent lows after insulin delivery resumed. Symptoms included hypoglycemia with reported nadirs in the 50s mg/dl and fatigue from lack of sleep. Outcomes included no need for third-party assistance, no professional medical intervention, and stabilization during daytime except on active workdays when the device was paused and additional carbohydrates were consumed. Investigation included customer counseling on device use, pump algorithms, the effects of pausing delivery and inconsistent carbohydrate intake, and recommendation to contact the field team and healthcare provider for trend review. Investigation of this case revealed that repeated pausing of insulin delivery, inconsistent carbohydrate consumption, and unannounced meals contributed to intermittent insulin delivery and recurrent nocturnal hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.